Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated. Customer reverted to using an alternate pump and elevated bg was resolved. Customer alleged either the pump or infusion set was not delivering insulin properly. Customer declined to provide further information and reportedly, ordered another type of infusion set to self troubleshoot.